Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter displayed an "error 2" message. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the issue began on (B)(6) 2011 at an unknown time. The patient reported that on this date and time, she attempted to obtain her blood glucose with the subject meter and obtained an "error 2" message. The patient reported that she manages her diabetes with an insulin pump. The patient further stated that on (B)(6) 2011 at 1:00pm, she made not changes to her diabetes routine due to the issue. The patient reported that on (B)(6) 2011 at 5:00pm-6:00pm she became "nauseated, with dehydration and cramps in stomach and legs". The patient stated that she had no treatment due to the product issue. During troubleshooting, the cca was not able to confirm if the patient was using the proper testing technique as the patient did not have supplies with her at the time. The customer care advocate (cca) noted that no misuse was identified. Replacement products were sent to the patient. Given the short time between the onset of the alleged issue and the reported symptoms, it is unlikely the product issue contributed to the reported symptoms nor did she receive medical intervention for either of these conditions. However, the malfunction is being reported because the issue was not resolved with troubleshooting.